Event description:
It was reported that the customer's insulin pump gave a power system error alarm and alerted low battery in less than one week. Customer's blood glucose was not known. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was returned for low battery and power error alarms. The alarms were confirmed in the alarm history. The root cause was the non-sleep anomaly software error. The pump was received with minor scratches on the lcd window, cracked battery tube threads and a scratched case.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states."